Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that he had suffered a hypoglycemic event. Patient required medical intervention and felt symptomatic while his cgm was displaying 120 mg/dl (bg not tested). When patient reached the hospital he reports that his bg was 50 mg/dl (cgm unknown). At the hospital, patient was given glucagon, orange juice and a sandwich. Patient was released the same day. A review of patient's receiver report shows gaps in data collection that are 12 hours and longer, on the day of the incident. Following the day of the incident, receiver report shows gaps in data spanning over 48 hours at a time. At the time of his call to dexcom technical support patient states he was feeling fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We there fore consider this report complete to the best of our knowledge.